Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of changes in stimulation. Reportedly three weeks later the patient's scs stimulation turned off. Surgical intervention was taken and the lead was found to have some contacts broken. A new lead was implanted and stimulation therapy was restored postoperatively.